Event description:
It was reported that the customer had a button keypad unresponsive on insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the button does not reponse anymore after the insulin pump was dropped. The customer was advised that the insulin pump was going to be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)